Manufacturer narrative:
H.6. Investigation summary: customer returned (6) 32g x 4mm bd pen needles without tear drop labels attached (used). Consumer reported needle clog during priming and during injection. All 6 returned samples were examined and the following was observed: 3 with bent non-patient end (npe) cannulas. 3 with good npe cannulas; these 3 samples were tested for flow using a test pen injector and passed. No manufacturing defects were observed. Since all 6 samples were returned after use, and no manufacturing defects were observed, the likely cause of the bent npe cannulas is user error during pen needle attachment to a pen injector. The bent npe cannulas would then be the cause for no insulin flow, hence the customer would think the pen needles were clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent needles on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
It was reported that a needle clog occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported needle clog during priming and during injection. Stated that the insulin does not flow through the needles (approx 13 needles). Consumer is a new user of pen needles, does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported needle clog during priming and during injection. Stated that the insulin does not flow through the needles (approx 13 needles). Consumer is a new user of pen needles, does not re-use."